Event description:
The dr was unable to view the balloon tip on the x-ray. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complicatins: unk - reported 9/22/97) (pt's current status: unk - rpt'd 9/22/97.)